Event description:
It was reported that the implant at tooth site #8 was removed as the healing abutment has stripped threads. The threads of the abutment were stripped & it would not disengage from the implant. Implant failed due to healing abutment stripping.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided. H11: d10 - medical product - tsx implant, 4.1mmd, 11.5mml catalog #: tsx41b11 lot #:2120019918.